Event description:
It was reported that pack bo-top 4112, lot # 15533-06 was used and the blue sucker line was placed in the sterile tray backwards. This led to the non-sterile "designed" portion to be on the inside of the tray while the sterile portion was on the outside. This cause therefore had a great deal of tubing to be on the floor instead of on the sterile field; only a small portion of this line was on the sterile field.

Manufacturer narrative:
The perfusionist shortened the length outside of the tray and used the sucker line for the case without incident. There was no impact to the pt as this was noticed before the case began. There are five more packs of this lot in stock; however, the customer has stated they do not want them to be pulled back for inspection. The mfg supervisor was notified of this in order to ensure proper placement of lines during assembly on all future builds of this pack. All mfg personnel have been re-trained on this particular pack. The drawing has also been modified to better illustrate the placement of the sucker lines in order to foolproof assembly of this pack. (B)(4).